Manufacturer narrative:
(B)(4). It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter. Initially, the carto body surface ECG flatlined. The current leakage error on catheter populated. The catheter cable was replaced however this did not resolve the issue. The catheter was replaced and the issue did not resolve. The catheter was replaced again and then the issue resolved. The procedure was continued. There were no patient consequences reported. The returned device was visually inspected and it was found that catheter tip was apparently bent due to a foreign material that was covering the pebax area. There were no sharp edges or exposed parts. A fourier transform infrared spectroscopy (ft-ir) was performed in order to identify the type of foreign material; the results demonstrated that the material had a biological composition similar to what is showed by human tissue. Further information received indicates that there was no resistance noticed while introducing or withdrawing the catheter. The catheter was tested for electrical performance and it was found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding an electrical issue cannot be confirmed. The root cause of the foreign material observed cannot be determined, since the catheter was found in good conditions.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant product: smart touch bidirectional catheter; model #: d-1327-05-s; lot #: 17353864m. Carto 3 system; model #: m-4800-01. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter. Initially, the carto body surface ECG flatlined. The current leakage error on catheter populated. The catheter cable was replaced however this did not resolve the issue. The catheter was replaced and the issue did not resolve. The catheter was replaced again and then the issue resolved. The procedure was continued. There were no patient consequences reported. Since the patient's heart rhythm was still visible to the operator, the risk to the patient was low. Therefore, this initial reported event was assessed as not reportable. The product was received for analysis in the biosense webster failure analysis lab and it was discovered on (B)(6) 2016 that the catheter was bent at the pebax area between electrodes #2 and #3. No sharp edges or openings found. Foreign material was found on the pebax. After removing the foreign material, the pebax appeared to look normal. Additional information was received on this event. The cordis avanti 9f 11cm sheath was used. The physician did not feel any resistance while introducing or retracting the catheter from the sheath. It was confirmed that there were no patient consequences. The foreign material was found on the usable length of the catheter. However, the type of material is not known. Therefore, this issue has been conservatively assessed as reportable. The awareness date has been reset to (B)(6) 2016.